Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of use. The customer reported to the philips that the system had intermittent errors while booting up. The review of system log file identifies the system didn¿t start until it was put in service mode. However, the philips field service engineer (fse) went onsite and could not replicated the error message reported by the customer. The fse rebooted the system multiple times without issue. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not bootup correctly. No harm was reported to philips. Philips has started an investigation of this complaint.